Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-24186. It was reported the pt has not been able to use her ipg due to difficulty in charging. The pt also reported experiencing uncomfortable heating at the ipg site while charging. As a result, a replacement charger her been sent to the pt. On 08/01/2012, st jude medical, neuromodulation division, sent field action letter to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.